Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the several alerts were triggered via the remote monitoring system indicating a device issue. It was noted that the patient has had many arrhythmias and that for this reason the physician was considering replacing their communicator for home monitoring as several alerts were believed to be missing. The physician does not suspect any device issue and it was noted that electrograms (egms) have been free of noise. Boston scientific technical services (ts) provided additional information regarding alerts per the physician's request. No further information is available regarding the nature of the unknown alerts. No adverse patient effects were reported, this patient will continue to be monitored.